Event description:
In 2005, the patient contacted lifescan alleging that their in duo meter would not power on. The medical affairs specialist (mas) attempted to contact the patient by phone and left a phone message for the patient. A letter was also sent to the patient. The mas spoke with the patient the 9th day to obtain and verify information. The patient was not certain of dates and times of the events they described. They said they contacted lifescan after receiving a customer notification letter including lifescan contact information and before receiving the letter, they had not known how to contact lifescan. They said when they contacted lifescan, the reported meter had not powered on for about 1 1/2 months. They said at some point during that period of time, they replaced the meter battery and the meter still did not power on. They continued taking their set daily doses of humalog 70/30 insulin, metformin, actos, and starlix. They stopped attempting to use the reported meter and did not contact their doctor because of personal reasons. They tested with a neighbor's meter or at the pharmacy 1 or 2 times a week. They stated that, "about the same time" as when the meter would not power on they became dizzy and were vomiting. They passed out while their family member's visiting nurse was at their home; they did not recall the date and time of the incident. The nurse took them to their doctor where a result of 750 mg/dl was obtained. They were admitted to the hospital for 3 days for diabetes treatment. The doctor adjusted their medication doses and advised them to replace the meter. The patient stated that the meter did not power on when they attempted to use it and they did not know how to contact lifescan regarding the product problem. They experienced hyperglycemia requiring treatment and hospitalization.